Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone14.7 cgm sensor type: g6.

Event description:
It was reported the patient's blood glucose level (bg) rose to 400 mg/dl while wearing the pod between 1 and 4 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. It was also reported that the patient started smelling insulin and the pod was leaking insulin. As treatment, a new pod was applied.

Manufacturer narrative:
The pod was received with the soft cannula deployed. The pod data showed no errors that would indicate any issues with insulin delivery. During fluid path testing, fluid was not able to travel the complete fluid path due to both an occlusion and a tear in the exposed soft cannula. After the occlusion was clear, the observed tear resulted in a leak. The exact time and cause for the soft cannula damage could not be determined. It cannot be conclusively determined that the soft cannula damage led to the reported events. Therefore, the causes of the reported leaking during wear and cannula dislodge events could not be determined. The adhesive pad was received secured to the bottom housing of the pod. The investigation found no damage to the adhesive pad or welds that would contribute to the reported event. Therefore, the cause of the reported failure to adhere event could not be determined.